Event description:
It was reported that the catheter transformed and deformation during operation, wall collapse led to a sharp decline in blood pressure. There was an interruption of bypass. No patient injuries reported.

Manufacturer narrative:
(B)(4): the device was examined in the product evaluation lab with the following results: received (1) fem ii 20a cannula. Blood was visible on the t-connector. Multiples pinches were observed on entire wire re-inforced section of cannula body. The device was sent to the manufacturer in (B)(4) for further evaluation. A device history record review was performed for lot 58849778 and no nonconformities were observed for this lot.

Manufacturer narrative:
Additional investigation on (B)(4) 2010: the femii020a cannula was evaluated by manufacturing engineering and quality engineering at edwards (B)(4). Blood was visible on the t-connector. The cannula body was pinched in multiple locations along the wire reinforced section. Each femii020a is 100% visually inspected during the manufacturing process and the dilator is inserted into the catheter body prior to packaging. A device history record review was performed and no nonconformities were noted for lot 58849778 during the manufacturing process. The review of the event and the returned product does not indicate that a manufacturing defect was present. The femii020a device is packaged with the dilator inserted into the cannula body and the cannula assembly would not pass inspection with pinched areas. Quality data reviews of the femii020a and femii adult arterial family of devices do not indicate a quality threshold has been exceeded therefore a corrective action will not be initiated. The issue will continue to be monitored.